Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/01/2018. Medical records reviewed for MDR reportability. Left knee revised to address pain, flexion instability and aseptic loosening of the tibial base plate at the cement to implant interface. Revising surgeon stated that the femur was well-fixed. The tibial component was loose, at the cement to implant interface. Femur, tibial base plate, and tibial insert were revised; the patella was retained. Depuy cement was used in primary. Doi: (B)(6) 2015; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. Medical records report no intraoperative complications from primary which included patella resurfacing and use of depuy cement x 2 total for a bilateral total knee arthroplasty (left and right doi (B)(6)2015). This complaint captures the left knee. The left knee that was revised (dor (B)(6) 2017) for reported pain, flexion instability and suspected loosening. Intraoperative findings tibial tray found loose at implant-cement interface and the femoral component in "few degrees" of internal rotation which contributed to decision of full revision. Patella was not revised. All other components were explanted (tibial, insert, femoral) and replaced with depuy revision knee system and cement. No intraoperative complications during revision surgery. Doi (B)(6) 2015; dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 7 may 2020 re-open. The complaint was re-opened upon receiving the patients medical records. The information received did not change the original investigation report if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.